Event description:
Customer stated that the insulin pump has alarmed motor error for the last week. The current blood glucose reading is 426 mg/dl. Customer treated with insulin pump. Customer stated that he was not getting insulin due to motor error. Customer changed the infusion set and reservoir. Customer also reported a hospitalization that happened over one year ago. The hospitalization was related to diabetes. The insulin pump will be replaced. Customer was also hospitalized due to heart issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.